Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pacemaker noted that the right ventricular (rv) lead had failed to capture and exhibited low r-wave sensing measurements. X-ray performed confirmed that the lead had dislodged. The lead was repositioned on (B)(6) 2026. The patient was in stable condition.